Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD, implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and the sensing integrity counter (sic) had been incremented. It was also reported that the rv lead exhibited oversensing on a stored episode, resulting in misclassification of episode type and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, annex a coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and the sensing integrity counter (sic) had been incremented. It was also reported that the rv lead exhibited oversensing on a stored episode, resulting in misclassification of episode type and noise. It was further reported that the rv lead triggered an alert due to high, out-of-range, undefined rv defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, g3 (follow-up #001 aware date = 28 apr 2026). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and high sensing integrity counter (sic). It was also reported that the rv lead exhibited oversensing on a stored episode, resulting in misclassification of episode type and noise. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there were high out of range rv pacing impedance, rv defibrillation impedance and superior vena cava (svc) defibrillation impedance. The leads remain in use.